Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead presented to the hospital with inappropriate shocks due to excessive noise with oversensing. The rv lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms, and rv lead fracture was suspected. The rv lead was surgically abandoned and replaced, and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. If information is provided in the future, a supplemental report will be issued.